Event description:
A report was received that the patient was hospitalized from experiencing pain at the ipg site and was experiencing inadequate stimulation. It was also reported that the patient was experiencing fever.